Event description:
It was reported that the patient was diagnosed with ureteral calculi and admitted to hospital for surgical treatment and the left ureteral holmium laser lithotripsy was performed under general anesthesia. It was also reported that the urethral catheter came out and the catheter was ruptured. Per follow up with ibc via mail on (B)(6)2020, there were no missing pieces to the balloon.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "a review on device labelling is adequate to prevent the reported event. Uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was diagnosed with ureteral calculi and admitted to hospital for surgical treatment, and the left ureteral holmium laser lithotripsy was performed under general anesthesia. It was also reported that the urethral catheter came out and the catheter was ruptured. Per follow up with ibc via mail on 05dec2020, there were no missing pieces to the balloon.